Event description:
The pt was revised due to dislocation.

Manufacturer narrative:
Examination was not possible, as the products were not returned. The cause could not be determined since the products were not returned. The investigation could not draw any conclusions about the reported event. Based on the investigation, the need for corrective action is not indicated.